Event description:
A trained physician attempted arteriotomy closure after an unk procedure. It is unk how hemostasis was achieved. There was no report of a pt injury or adverse event.

Manufacturer narrative:
Upon investigation, the returned device was found to have a foot break. There was insufficient info to determine when or how the posterior foot broke off from the foot assembly. Review of the device history record for this lot did not produce any findings relevant to this report.